Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the recent implant of this right ventricular lead, this patient arrived at the hospital complaining of chest pains. Upon investigation via an echocardiogram, a small perforation by the right ventricular lead was noted. Additionally, low pacing impedances and high pacing thresholds on the lead were noted, further confirming the issue. A procedure was performed to reposition the lead successfully with no additional adverse patient effects reported.